Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The date device returned to manufacturer was unknown. The device was received at the service center for repair. Neither the fault reported by the customer could be verified nor another fault was found. The following investigation activities were performed. Unit calibrated newly .functional test performed ,pneumatic circuit checked, software modified ,hipot test completed unit modified acc. To guideline of manufacturer, functional test acc. To test procedure completed, unit safety test performed acc. To manufacturer's final test procedure with reference accessories, mechanical upgrade performed. No root cause determined; no product failure indicated, pump serviced and calibrated according to service instructions. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that when the surgeon activated the forward pedal on the shaver, the pressure on the fms vue pump device would increase. It was unknown if there was a delay in the surgical procedure or if an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).